Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as use error. The patient was hospitalized for two other indications and subsequently experienced peritonitis. Treatment for the peritonitis was unknown. On unreported dates, pd therapy was discontinued and the patient's pd catheter was removed (current therapy modality was not reported). At the time of this report, the patient remained hospitalized and the outcome was not reported. No additional information is available.